Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case resumed.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison (B)(4).